Manufacturer narrative:
Depuy synthes has been informed that the catalog number and lot number is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The keel trial is missing the o-ring.

Manufacturer narrative:
Checked in error on previous medwatch. The device associated with this report were not returned. Review of the device history records and/or a product specific complaint database search was not possible as the product code required was not provided. The reported lot code j1109 is a vendor date code and not specifically associated with any one product code. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.